Event description:
The customer reported that the insulin pump had an error alarm. Advised the customer to discontinue use of the device and revert to back up plan. The customer's blood glucose reading was 234mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had scratched window display, cracked reservoir tube, and cracked battery tube threads.